Manufacturer narrative:
One cadd legacy 1 pump was returned for evaluation. The event log was reviewed and there were no disposable and high pressure messages. A functional check was performed and the pump was visually inspected. The reported "double beep with cassette" issue was confirmed. The pump was found to be "double beeping" without cassette during the investigation. Signs of fluid ingressions were found on pump by the chassis base of the occlusion sensor. The downstream occlusion sensor was defective and will be replaced to resolve the issue. The cause of the issue was attributed to the user.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a double beep with cassette. There was no reported adverse event.

Event description:
Additional information was received indicating that there was no patient involved.